Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported metallic flakes in the eye post vitrectomy procedure. There was no patient harm. Additional information has been requested. However, none has been received till date.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however. The foreign material source and composition cannot be determined from the photos attached. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The attached customer photos confirm foreign material within the eye. However, because a sample was not received at the manufacturing site, the source and composition of the foreign material cannot be identified, and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and product was updated accordingly.